Event description:
During evaluation of a returned half day infusor, leak was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13d064 was manufactured between april 23, 2013 - april 24, 2013. The cause of the broken tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the lot 13d064 was manufactured april 22, 2013 - april 24, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the device was returned for evaluation. During visual inspection, leak was observed due to broken tubing at the junction of the set-cap. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.